Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reset the breaker and rebooted the system, which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) visited onsite and confirmed the reported issue. The customer attempted several restarts and reset breakers but still had a boot-up issue. Analysis of the system log files did not show any related malfunction. Onsite troubleshooting revealed that the host computer was unable to boot up. Fse restarted the system and reset the main breaker in the m-cabinet. The system booted normally and returned to use in good working order. The codes were updated based on the investigation outcome.